Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received stating the nasogastric tube (ngt) was placed in the patient on (B)(6) 2016. On (B)(6) 2017, the patient had a computerized tomography scan (CT) which showed the ngt was disconnected. The ngt was removed and it was noted to be broken at the 45cm mark. The separated tube segment was noted in the lower intestine. The registered nurse stated the patient has an x-ray performed daily due to medical conditions not related to the ngt. No medical intervention was required. The physician ordered to let the ngt tube segment pass with stool. No injury occurred with this incident.